Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic after receiving a vibratory alert, far p-wave oversensing was observed. Isometric evaluation in clinic revealed no reproducible noise. Programming changes were recommended.